Event description:
A physician attempted arteriotomy closure in the right femoral artery using the starclose device after an unknown procedure. When the physician was retracting the device from this 4mm vessel, apparently some plaque in the vessel lifted and the pt experienced a cold leg and an absence of pedal pulses. It was believed that the right femoral artery was dissected by plaque. The physician used a competitor's balloon to open the vessel. The pt is reportedly doing fine.

Manufacturer narrative:
The device was not returned and there was no lot lot info. We were not able to perform device inspection or device history review in this case.